Event description:
Three incidents occurred in which the pt was unable to remove the intermate device from the luer of the clearling bionecteur connector after the infusion was completed. During attempts to remove the unit from the pt's catheter, the intermate luer cracked and broke. The devices contained 2000mg fortum and normal saline for a total fill volume of 100ml. Reporter states no pt injury occurred and no medical intervention was required.